Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the needle tip and pusher wire were fractured. The device was cycled twice, and the sutures and anchors were not returned. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure for the needle tip fracture. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the device fractured during the procedure. All pieces were retrieved. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.